Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4+. A clip was advanced and opened from 5% to 10% during establishing final arm angle. Troubleshooting was performed. The clip was opened to 60 degrees relocked and the lock held. The clip was deployed, however it opened to 30 degrees post deployment. The procedure was complete with the mr reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
This is filed to report the clip opening. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4+. A clip was advanced and opened from 5% to 10% during establishing final arm angle. Troubleshooting was performed. The clip was opened to 60 degrees relocked and the lock held. The clip was deployed, however it opened to 30 degrees post deployment. There was a lot of motion from the clip but it stable on the leaflets. The procedure was complete with the mr reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. The reported partial clip movement (motion from the clip) appears to be a cascading effect of the clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). H6: 4003 added for migrationna.